Manufacturer narrative:
The hill-rom tech found the external alarm with housing inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm with housing to resolve the issue. Based on this info, no further action is required. See scanned page.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is inaudible. The bed was located at the account in 4c. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).